Event description:
Complainant indicated that the medics were attempting to defibrillate a 70 yr old male pt who has been down for approximately 30 minutes. The pt was found face down on the floor and was turning blue in color. The pt's heart rhthym was in asystole. The staff administered one shock at 200 joules. The staff then attempted to deliver a second shock at 300 joules, but received a "status 90" error message on the device screen. The pt was transported to the hosp which was five minutes away. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.